Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 450 mg/dl for an undisclosed time wearing the pod. The patient¿s mother stated the cannula dislodged which resulted in high bg levels and prompted them to seek medical attention. The patient was feeling tired and had a loss of appetite. On october 04, 2025, the patient was taken to the hospital where the doctor confirmed the cannula had dislodged and the pod was removed by hospital staff. A new pod was applied by the caregiver which lowered the patient¿s bg levels. There was no diagnosis or further treatment reported. The patient was at the hospital for 5 hours and was discharged that same day.